Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter first name, last name, and email address are not available / reported. (B)(6). [Conclusion]: the healthcare professional reported that during a coil embolization of a pulmonary arteriovenous malformation (pavm), the 12mm x 40cm micrusframe 18 12mm x 40cm coil (mfr181240 / l15693) was used as the second framing coil. The coil was delivered but was not able to be implanted as intended because ¿it went to the distal region.¿ clarification was received and confirmed that the coil was out of the target lesion. The physician attempted to resheath the coil, but the coil could not be resheathed. The coil was removed from the patient. There was no resistance between the complaint coil and the microcatheter. The complaint coil was replaced and the procedure was completed. There was no report of any patient adverse event or patient complication. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l15693) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product evaluation and analysis cannot be conducted as the product was not available to be returned. Determination of causes and possible contributing factors could not be made. As such, the investigation will be closed. With the information provided in the complaint and without the product available for analysis, the reported issue by the customer cannot be confirmed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, target lesion size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization of a pulmonary arteriovenous malformation (pavm), the 12mm x 40cm micrusframe 18 12mm x 40cm coil (mfr181240 / l15693) was used as the second framing coil. The coil was delivered but was not able to be implanted as intended because ¿it went to the distal region.¿ the physician attempted to resheath the coil, but the coil could not be resheathed. The coil was removed from the patient. There was no resistance between the complaint coil and the microcatheter. The complaint coil was replaced and the procedure was completed. There was no report of any patient adverse event or patient complication. Additional information was received on 23 august 2021 indicated that the coil was out of the target lesion. This information was to add clarification to the event description where it was documented that the coil was delivered but was not able to be implanted as intended because ¿it went to the distal region.¿ based on the additional event information received on 23 august 2021, this event has been deemed reportable as a ¿malfunction.¿